Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately 2 months ago(B)(6) 2024. A lead diagnosis also revealed high impedances on the patient's lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both the ipg and lead were explanted and replaced to address the issue.